Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for four days for the peritonitis event. The cause of the peritonitis was not reported. On an unspecified date, the patient was treated with unspecified antibiotics for ten days (dose, frequency and route not reported) for the peritonitis. The patient¿s outcome was not reported. The action taken with pd therapy was not reported. No additional information is available.